Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead dislodged. The lead was re-positioned and no patient complications have been reported as a result of this event.